Manufacturer narrative:
Date of submission 17-may-2018 the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the pump¿s alarm history showed no alarms related to a blank screen. The pump powered on and displayed the verified screen. The display was clear and legible. The complaint of a blank screen issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.